Event description:
It was reported that the 9800 system c-arm presented intermittent communication fail messages. The c-arm required reboot. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the system interface and reloaded nodes. The system was tested and found to be working as intended and placed back into svc.